Event description:
It was alleged that during a case the scope fell apart inside the pt. The pt had to be opened to retrieve parts. Otherwise, no injury to pt.

Event description:
It was alleged that during a case, the scope fell apart inside the pt. The pt had to be opened to retrieve parts. Otherwise, no injury to pt.